Manufacturer narrative:
(B)(4). Batch # r9522d. Per photographic evaluation: upon visual inspection of the picture, there appears to be a jammed clip between at the distal end of the device. However, no conclusion could be reached as to the cause of the reported incident as the device was not returned for analysis. The photos do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause. Device analysis: the analysis results found that the el5ml device was returned with no damage in the external components. In an attempt to replicate the reported event, the device was tested for functionality. Upon testing, the device was fired and the clips did not advance into the jaw. The device was noted to have the tip of the advancer bent. The instrument was disassembled, upon disassembly the advancer was confirmed to be bent and 10 clips were found inside clip track. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. The reported complaint was confirmed. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device lot/batch number r9522d, and no non-conformances were identified.

Event description:
It was reported that during a hysterectomy, the surgeon wanted to perform a hemostasis of the blood vessels in order to remove the uterus. He used a pre-mounted device with vascular clips and tried to place the first clip. However, this first clip was not well inserted inside the device and was blocked. The surgeon could not place the clip. Another device was used to complete the procedure. There was a delay of 5-minutes during the procedure. No patient consequences.